Event description:
It was reported that they have had multiple issues of the product coming apart, safety needle covers not in place, and needle sticks. The incident discovered during direct patient care and there was patient injury but no patient harm reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Neither sample nor pictures were received for the analysis of this complaint. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The device history record of reported lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.